Event description:
It was reported that the right ventricular (rv) lead has chronically high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4592-53 implantable pacing lead 2003 (B)(6); 4193-78 implantable pacing lead 2003 (B)(6). (B)(4).